Event description:
A customer contacted beckman coulter regarding mismatched cbc results from 2 patient samples that have been tested on the coulter act 5 diff cp analyzer. The customer indicated that the patients' demographics were generated correctly on the instrument printouts, but the cbc results did not match the computer screen results of the lab information system (lis) results for the same patient run. The transmitted results and the screen results were considered correct. The mismatched cbc results were not reported out of the lab as the customer noticed the discrepancy while running first sample for the day. Based on available information, there was no death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
The system was in a primary mode of operation when the mismatch occurred. The customer was advised to reboot the system, but the problem was not fixed. A field service engineer (fse) was dispatched to the customer's lab: the fse found multiple printer errors which started this morning. Per customer, they believed they were backing the database up to a floppy nightly, but actually they were saving many database backups to the d:\backup directory. The fse indicated that deletion of the database and rebooting the system resolved the issue. The customer was advised to follow up the procedure for database maintenance and was instructed to delete database nightly. An additional review of the event log data is indicative that this event was a result of an incorrect shutdown of microsoft system database causing an operating system error. Per product labeling: "there is a risk of compromising system functionality if archives are not performed at the recommended intervals. Bci recommends that the archive function be performed a minimum of once a month. In addition, labeling indicates: do not log out of the workstation while the analyzer is running a cycle. Logging out during an analyzer cycle will cause problems with the analyzer/workstation communication." Not adequately archiving the database, shutting down the system, and not adhering to product labeling in performing these activities may have contributed to this event. A malfunction will be assumed for the purpose of this report.